Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 15feb2021 .

Event description:
The international manufacture field service engineer (fse) reported that a proximal pressure sensor autozero fail was found in the event log. The device was evaluated by the fse who confirmed the reported problem.

Manufacturer narrative:
Based upon the information provided, the unit was not in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. A field service engineer (fse) was dispatched to the customer site and determined that the unit failed to meet specifications. During the device evaluation, the fse found an issue with the data acquisition board. The fse replaced the data acquisition board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.